Manufacturer narrative:
Initial report stated that the product will be returned for evaluation. The package was received at our facility, however, the box which is supposed to contain the device was empty. Follow up statement from sales rep confirmed that the product might have fallen out when it was being packaged for return. She no longer has any product to return. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
During introduction, the coil reached the proximal end of the microcatheter and stretched. It then detached unintentionally in the microcatheter with no detachment attempts before entering into the aneurysm. The entire system was withdrawn with the stretched coiled inside the microcatheter successfully. Patient was unaffected and fine. No patient injury reported.